Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were raised and bunched. The stent moved distally on the balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-june-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left femoral artery. The 85% stenosed, 2.25mm x 26mm, concentric target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a 6f jl3.5 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 1.5 x 15mm maverick balloon catheter, a 2.25x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, despite multiple dilations, the stent failed to cross the target lesion. Additional dilation was performed but the stent still failed to cross the lesion. The procedure was completed with a 2.25 x 26 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on the balloon.